Event description:
Subsequent to the initial MDR, additional information became available. It was reported that "inaccurate cgm values" occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/21/2025, it was reported that the patient's egv on the receiver was showing egv 46 mg/dl. Her husband gave her quite a few drinks. She experienced ambulation difficulty, dizziness, sleepiness, vomiting, and nausea. The spouse called emergency medical services (ems). The bg was 90-110 mg/dl. She was taken to the emergency department (ed). There, the bg was 232 mg/dl. The egv at that time was not documented. The patient was given shots and IV fluids. The patient was discharged the following morning at 7:00 am. The patient mentioned that she couldn't find her meter until the morning of (B)(6) 2025 and checked her sugar which is 143 mgdl. The patients bg reading was 143 mgdl and egv was 47 mgdl. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. E1 initial reporter telephone number - correction. H2 correction/additional information. H6 health effect clinical code - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "inaccurate cgm values" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced nausea, shakiness, dizziness, and vomiting and was treated with IV insulin. The patient reportedly couldn't "week" and was feeling sleepy. At an unspecified moment on the event date, the bg by the healthcare professional (ems, nurse, doctor) was 143 mg/dl and the egv on the receiver was 47 mg/dl. There was no change in the patient condition during the next day call. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.